Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated after extensive testing which included bench handling with the returned battery. Review of the device activity log does show occurrences of the customer report. The battery connection assembly was replaced as precaution. The customer battery was tested and passed all criterias including visual inspection. Analysis of reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.